Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. The product was not returned for analysis, nor were any photos of the burn or supporting clinical/medical documents provided. No information confirming the degree of the burn adverse patient outcome or treatment regimen was reported and no photos of have been provided. Therefore, a thorough clinical analysis cannot be rendered based on the limited clinical details provided. No product information was provided and thus a manufacturing record review, complaint history review, instructions for use review, and risk management review could not be conducted. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) saline can become warm when passing through the wand. Avoid allowing saline to fall in areas not being treated, thus causing a burn. 2) suction line may have come into contact with the patient and may have caused a burn. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. The product was not returned for analysis, nor were any photos of the burn or supporting clinical/medical documents provided. No information confirming the degree of the burn adverse patient outcome or treatment regimen was reported and no photos of have been provided. Therefore, a thorough clinical analysis cannot be rendered based on the limited clinical details provided. No product information was provided and thus a manufacturing record review, complaint history review, instructions for use review, and risk management review could not be conducted. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) saline can become warm when passing through the wand. Avoid allowing saline to fall in areas not being treated, thus causing a burn. 2) suction line may have come into contact with the patient and may have caused a burn. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during an ent a patient had received a burn during a coblation case. It is unknown how was the procedure completed and if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.